Event description:
A pump alarm was reported during the pumping process, identified as alarm 30. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the cartridge alarm recurred, and the customer was unable to resume insulin therapy. The pump was out of warranty, so the user switched to backup therapy using multiple daily injections (mdi) and planned to contact their healthcare provider for a new pump.